Event description:
It was reported that during an endoscopic mucosal resection, the end user tried to tighten the polyp and release the snare but couldn't release it. The wire inside the handle at hand was broken. The subject device was removed and the polyp was resected using a different method. There was no patient injury reported. It was later reported that although the procedure was expected to take less than 30 minutes, the procedure was changed from an emr to an endoscopic submucosal dissection (esd), resulting in a significant delay of over 30 minutes. The subject device was removed by breaking the sheath with cutter pliers with only the ligation loop and sheath remaining inside the body, the scope was reinserted and the esd was performed. The procedure was completed by peeling off the mucosa below the ligated position using esd with a similar device. The patient was under sedation and stable at discharge but the length of stay increased from 2 to 5 days due to the change in original procedure.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: potential cause 1: 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6)pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7)the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Potential cause 2: 1) ligate the polyp by performing the operation correctly. 2) the tube sheath has moved forward, but you didn't realize it and released the loop. (The tube sheath has moved forward due to peristalsis of the patient or movement of the scope) 3) the base of the loop goes inside the coil sheath. 4) hook and loop are jammed in the coil sheath because the hook is retracted. Potential cause 3: 1)the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. 2)the factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. Scope angle. Meandering state of the scope tube. State of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Olympus will continue to monitor field performance for this device.